Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Us distributor reported that the patient had developed a rash on her back and side underneath the lifevest. The irritation was open in some areas. The patient's physician advised the patient to use a water-based lotion on the irritation. The patient reported that the irritation had improved some after using the lotion and removing the lifevest periodically.